Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (8053415).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. On (B)(6) 2015: patient underwent a primary knee replacement. Depuy implants were implanted with depuy cement x2. No intra-operative complications were noted. On (B)(6) 2019: patient presented with pain and underwent a right knee revision. The tibial tray was noted to be in varus and loose at the implant to cement interface. The femoral component and patella were noted to be well fixed and retained. Attune revision implants were used with depuy cement. Doi: unknown. Dor: (B)(6) 2019, right knee.